Event description:
It was reported that the left ventricular lead exhibited loss of capture. The was explanted, replaced and discarded.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.